Manufacturer narrative:
Failure analysis revealed that the insulin pump was rec'd with a blank display as a result of a corroded electronic assembly. In addition, a corroded motor and corroded keypad traces were noted during visual inspection.

Event description:
The customer reported that the insulin pump was exposed to water. The buttons were unresponsive and the device had a blank display. No further info was provided.